Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that approximately two weeks post implant, the left ventricular (lv) lead thresholds were found to be high at follow up appointment. Reprogramming was attempted but values remained high. The lead was explanted and replaced. No patient complications have been reported as a result of this event.